Event description:
The customer reported the system would not display images on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor was replaced. The system was tested and found to be working as intended and put back into service.